Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, the lantern broke proximally by the hub when being advanced through the catheter. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern revealed a fracture on the midshaft. There was no visible damage near the hub area; therefore, this damage was likely the reported proximal break by the hub. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalizations on the distal shaft. If the distal tip is forcefully pinched or gripped during use, damage such as ovalizations may occur. This damage may have contributed to the resistance during advancement. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.